Manufacturer narrative:
The investigation into the introducer issue has been completed since the original report was filed. The user facility has returned the device, and the benchtop analysis of the root cause revealed that the cause of the introducer issue was silicone oil contamination. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿

Event description:
A 61 year old male with rapid a-fib presented for impella support. The catheterization lab team applied chloraprep to the site and the sheath sidearm disconnected from the sheath. The team held finger over the side arm to maintain hemostasis. The estimated blood loss was 60ml. There was no replacement of blood products to the patient. The pump was explanted and good hemostasis was achieved.